Event description:
It was reported that the hcp wanted to modify the patient's pocket, but when he opened it up he found an infection. The hcp decided to explant the ins. It was reported that there was no injury, but the patient was now without the stimulator, which would eventually be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins 7428 serial (B)(4) found no significant anomaly. The battery was not in new condition.

Event description:
It was later reported that the hcp originally opened the pocket to see if there was an infection. It was noted that if there had been no infection the hcp had planned to enlarge the pocket because the patient was thin.